Event description:
It was reported that an ilet insulin pump repeatedly restarted or shut off multiple times in a day despite sufficient battery charge, and replacement was arranged. Symptoms included no reported hypoglycemia, hyperglycemia, or other adverse clinical effects. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included device use history review and troubleshooting with the user, including confirmation of adequate battery level and guidance on data sync, shutdown, and return. Investigation of this device revealed a suspected device malfunction related to unexpected power cycling, and the device was identified for replacement. It was concluded, based on previously established findings for similar reports, that the cause was device malfunction related to charging that necessitated replacement.¿

Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."